Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right carotid artery (rca) using a penumbra coil 400 detachment handle (handle). During the procedure, the penumbra sales representative removed the handle from its packaging and found that the tip was broken off from the main handle. The handle was therefore, not used in the procedure. The procedure as completed using a new handle. There was no report of an adverse effect to the patient.